Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen displayed no infusion set and also not allowing her to press on any button. The customer¿s blood glucose level was 80 mg/dl to 82 mg/dl and 85 mg/dl. The customer confirmed that the nurse will come tomorrow to assist her with changing the infusion set. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.